Event description:
The technician alleged that the head of the bed is moving by itself. No patient impact.

Manufacturer narrative:
The technician found that the patient was sitting on the hand control pendant. The technician removed the hand control pendant out from under the patient to resolve the issue.